Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports their blood glucose level had rose to over 250 mg/dl while wearing a pod. The patient reports receiving a communication error on their personal diabetes manager (pdm). The patient removed their pod from the insertion site. No further information is available as to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.